Event description:
Customer reports during applications training, the customer decided to use the injector for a breast procedure. Injector protocol was set with the following; drip mode, .2ml saline drip for one hour time span, injection phase a, 3ml/sec for 20ml volume contrast, injection phase b, 3ml/sec for 20ml volume. Customer noted that while in the drip mode, the rate changed from .2ml/sec to 3.0ml/sec. The drip mode was stopped. The injection protocol was enabled and started, and completed with no problems.

Manufacturer narrative:
Manufacturing investigation pending. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.